Manufacturer narrative:
Patient information was unavailable. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. The system's logs were sent to the manufacturer for analysis. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that after starting up the imaging system, it requested a rehome operation. The rep held down the m button of pendant and rehome was completed. After the imaging system was moved, it shut down automatically. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.